Event description:
Subsequent to the initial report, additional information was provided. The patient collapsed at home and was transported to the hospital via ambulance. Defibrillation was performed. The patient was taken to the cath lab emergently and the detached clip was seen; however, removal of the detached clip was not an option due to the patient's admit condition. The decision was made to not remove the clip. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of embolism, ventricular fibrillation, cardiac arrest, and death are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who stated that: death was likely related to the device embolization. Clip detachment was likely favored by challenging anatomy and difficult imaging. Based on this available information, the reported device damaged by another device (dislodgement) was a result of procedural conditions. The reported incomplete coaptation (single leaflet device attachment (slda) was a cascading event of the clip interaction. The reported expulsion/complete device detachment appears to have been a cascading event of the slda and likely occurred as a result of challenging patient anatomy. The reported poor imaging appears to have been due to procedural conditions. The reported embolism was a cascading event of the clip detachment. The reported ventricular fibrillation, cardiac arrest, and death appear to have been related to the device embolization. The reported additional therapies/non-surgical treatments were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nt mitraclip referenced is filed under separate medwatch report number.

Event description:
It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The patient anatomy included an enlarged atrium and a restricted posterior leaflet. Visualization difficulty was noted, due to shadowing of the steerable guide catheter (sgc). One clip (ntw) was implanted without issue. A second clip (nt) was advanced into the anatomy. During grasp attempts, the clip became caught in the chordae. Standard troubleshooting maneuvers were performed, and the clip was freed from the chords; however, the second clip interacted with the first clip. It was noted that the ntw clip was moving, and a single leaflet device attachment (slda) occurred, with the clip detaching from the anterior leaflet and remaining attached to the posterior leaflet. The nt clip was implanted on one side of the detached clip. A third clip was implanted on the other side of the detached clip. The procedure ended with mr reduced to grade 1-2. On (B)(6) 2020, the patient went into ventricular fibrillation cardiac arrest and was transported to the hospital via ambulance. It was noted that the ntw clip had detached from the posterior leaflet and embolized to the ostium of the right coronary artery (rca). The patient was refused for surgical intervention and died. No additional information was provided.